Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited the 'elective replacement past' message and no pacing output. This message could not be cleared and the physician performed an invasive procedure to explant the ipg.